Event description:
Patient states the pump is not showing the correct count down delivery of bolus in bolus delivery screen but the insulin counter is correct and reduces the amount of insulin correctly. This required no physician or hosp intervention. Insulin injections were administered at home.